Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that one infusion set fell off the same day that he put it on. The site was on his abdomen. It was wiped with alcohol and dried before he put it on. The event occurred on 25 mar 2024. The infusion set was in use for three - four hours approximately. No further information available.